Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. This report is for one unknown headless compression screw. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported revision surgery was performed on (B)(6) 2016 to remove a broken screw. The patient initially underwent an ankle fusion procedure on (B)(6) 2015. On an unknown date, during a follow-up clinical visit, it was noted that one unknown headless compression screw was broken. The broken screw was removed during the (B)(6) 2016 revision surgery and no additional hardware was implanted or explanted. The surgery was completed successfully with no delay or medical intervention required. The patient was reportedly in stable condition following the surgery. This report is for one unknown headless compression screw. This report is 1 of 1 for (B)(4).